Event description:
Boston scientific crm received information that the communicator power cord became hot to the touch during setup of the communicator. No adverse patient effects reported. A replacement communicator was shipped to the patient.

Manufacturer narrative:
The communicator was returned for analysis. The post market quality assurance laboratory confirmed the reported allegation. The power brick case was observed to be melted and the power brick became excessively hot during analysis.